Event description:
Joint effusion [joint effusion]. Knee swelling/knee blew up [joint swelling]. Knee was too bad [arthropathy]. Bad spot on the inside of my knee [arthropathy]. Surgery. Case description: spontaneous report was received on (B)(6) 2012 from a consumer. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection in knee. Dosage regimen, route and indication not provided. The lot number of synvisc was not provided. On an unspecified date, the patient's knee was too bad and the patient had knee surgery three weeks later. It was reported that the patient still had a bad spot on the inside of the knee. On an unspecified date, the patient had second injection of this course. Four days later, the patient's knee blew up and was aspirated (amount aspirated not provided). The patient received treatment with steroids. The action taken with synvisc treatment was not provided. The outcome for the events of joint effusion, knee swelling, knee was too bad, bad spot on the inside of my knee and surgery was not provided. Concomitant medications were not provided. The intensities for the events of joint effusion, knee swelling, knee was too bad, bad spot on the inside of my knee and surgery was not provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.